Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) had fiber optic failure. No patient harm or injury reported.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 corrected fields: d9, h6 (problem code) no repair information available. In future if we receive any repair information will reopen and update the investigation.